Event description:
Healthcare professional reported left side "rupture", "left implant showing intra implant folds and exit of silicone gel into the capsular space. These findings are compatible with intracapsular rupture of the left breast implant. Global composition of the left breast showing lipomatous involution with scattered fibroglandular tissue". Device has been explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.